Event description:
Quality control problem with the medtronic mio insulin pump infusion set - this is the third time within several months that I had problems with the medtronic mio infusion set. The cannula was inserted correctly using the self inserter and within a couple of hours after insertion my blood sugar went from the normal range to close to 400. I removed the infusion set (when removed I could see the cannula was bent) and I inserted another infusion. This time my blood sugar rose to over 500. I removed that set (the cannula was bent) and had to give an insulin injection. The third infusion set I inserted, from a different box worked so I assume the cannula is not bent and I am receiving my insulin correctly. This is the third time this occured since (B)(6) of this year. I have been wearing an insulin pump for over 25 years so I do know how to insert and operate an insulin pump. I have been diabetic for ober 50 years and thankfully know the signs and problems with high blood sugar. The first time I ended up in the hospital emergency room and the next two times I had to contact the doctor's emergency number. I had never been in the hospital emergency room in over 50 years because of a high blood sugar until now.